Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, on a patient with a previous implanted mitraclip, chordal rupture, and prolapsed leaflets. A mitraclip xtw was inserted without issues. However, during deployment, after removal of the lock line, the clip jumped opened to roughly 60 degrees while establishing final arm angle (efaa). The clip was then reclosed. The clip was deployed. However, after deployment, the clip opened to roughly 60 degrees. The clip was noted be stable on the leaflets. The procedure was completed, and the mr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported clip opens while locked, clip open during efaa, and clip jumping could not be tested via returned device analysis due to the condition of the returned device (clip was deployed and not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opens while locked, clip open during efaa, and clip jumping. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.